Event description:
The user facility reported that the device was used during a laparoscopic suture within the abdominal cavity. The tip of the device broke off. No patient injury was reported. Reference MFR report # 8010877-2006-00006.